Event description:
Tissue specimens obtained during us [ultrasound] guided biopsy from left breast and axilla was being processed along with other routine specimens. At completion tissue noted to be dry, hardened. Tissue noted by pathologist with severe processing artifact precluding histologic diagnosis.